Event description:
Procedure type: jaw surgery. According to the reporter: initially one side of the incision would not heal, patient experienced intense pain, patient stayed on liquid diet due to shooting pain down the jaw line on the left side. Patient's pain continued to worsen. The surgeon did 2 explorations, the 1st, he removed suture on one side and re-sutured with a different fast absorbing gut suture on april 3rd and felt some relief and then july 2nd, the 2nd exploration was done and the surgeon removed pieces of diseased tissue and these were sent to pathology. Patient is experiencing sleepless nights.